Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified left circumflex artery that was 90% stenosed. A 3x15mm xience v was attempted to cross the lesion but the stent became stuck in the vessel. Then when attempting to take out the device, the shaft broke in two pieces. A snare device was used to retrieve the separated portion out. A new stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it was likely the device met resistance with the moderately tortuous and heavily calcified artery causing the reported failure to advance. The device met resistance with the anatomy during removal causing the reported difficulty to remove. Continued handling and manipulation of the device during the difficult removal likely caused the reported material separation, additional therapy/non-surgical treatment and removal of a foreign body. There is no indication of a product quality issue with respect to manufacture, design or labeling.